Event description:
It was reported that a small volume infusor experienced no flow during infusion of an unknown drug(s). There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured between june 19, 2013 and june 21, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one filled sample for evaluation. Visual inspection showed no signs of blockage. A functional test was performed and flow was observed at the distal luer. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.